Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of device migration, fibrosis, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the (B)(4) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported "had a patient in for needling and the xen had migrated to far in the ac and he could not get it to move at all, so the xen is no longer connected and pressure is up." Additional information noted "after needling around the stent, a bend in the stent was still noted and the end was opposed/within tenons. The stent was trying to be gently nudged away from the tenons. As this was being slowly done the patient redirected" the patient "gaze slightly and the stent moved further than desired towards the ac." Affected eye is left. The device has been explanted.